Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that the ins had been off since after implant. The patient reported that she turned the ins off because she was electrocuted and it hit the ins. The patient reported that she didn't want to turn the ins back on after that. The patient reported that she was having severe pain and back problems. The patient reported that the pain was getting worse. No further complications were reported.